Event description:
It was reported that the right ventricular (rv) lead's rv coil exhibited upward spikes in impedance values which triggered a device alert. The device tachy therapies were turned off and the pacing settings were left intact. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the proximal segment was returned, analyzed, and the patch coil was fractured due to flexing while in-vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk, implantable cardioverter defibrillator, (B)(6) 2011; 4968-60 x 3, implantable pacing leads, (B)(6) 2011. (B)(4).

Event description:
It was further reported that the lead had high impedance and fracture was confirmed. The lead was partially explanted and not replaced.

Event description:
The placement of the epicardial patch lead was on the left ventricle rather than the right ventricle. It was further reported that the patient had atrio-ventricular dyssynchrony and pacemaker syndrome as a result of high impedance and non-capture on the epicardial right atrial (ra) lead. On chest x-ray discontinuity of one of the legs was noted, and testing showed the proximal portion had impedance consistent with fracture. The lead was acceptable in unipolar configuration from the distal connection to the can, so the lead was reused in that configuration and remains in use.